Manufacturer narrative:
Additional info: through follow up it was learned that the surgeon did not explant the lens, but the iol was repositioned in the patient's left eye on (B)(6), 2023. The visual acuity (va) post operatively (op) is 20/60. The patient is really satisfied with result. No further information was provided. The following section has been updated accordingly: section h6: health effect - impact code: 4628 - device repositioning. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/asked but unavailable (asku). Section d6b: if explanted; give date: n/a (not applicable). The lens remains implanted. Section e1 telephone number: (B)(6) . Section h3-other (81): the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operatively (op) exam, a toric intraocular lens (iol) rotated. The position of the lens was at axis 120 degrees and at post-op, the lens rotated to 105 degrees. Visual acuity (va) post-op: 20/40. The patient was daily activities was affected, however, no information was provided on what the daily activities were affected. The patient is temporary impaired. An explant is planned, but not yet performed and not yet scheduled. No further information was provided.